Manufacturer narrative:
The device was not returned for evaluation. No further action is required at this time. Product surveillance will continue to monitor complaints of this type for adverse trends. Corrected information: equipment will not be returned at this time.

Event description:
It was reported that during a procedure at the user facility, the device was not fully cutting through the bone, and caused a dural tear. There was a 5 minute delay while the tear was sutured, and then the surgeon proceeded with the case.

Event description:
It was reported that during a procedure at the user facility, the device was not fully cutting through the bone, and caused a dural tear. There was a 5 minute delay while the tear was sutured, and then the surgeon proceeded with the case.